Event description:
The user-facility report (B)(4) was found on the maude database from an unknown facility stating: "unable to get gauze (raytic?) Out of the valve reducer, needed to be cut first. The internal piece of the valve reducer detached from the main valve." The report also states that this report was sent to the manufacturer.

Manufacturer narrative:
This event was found on the maude database. Although the report states that it was reported to the manufacturer this report cannot be matched up to any complaint presently within our database. The maude report is the first awareness of this incident for conmed. Conmed has a sentinel event regarding a trocar where the valve/seal fell into the patient and the valve/seal was left in patient. The sentinel event was reported as medwatch # 1320894-2008-00154. Conmed is not certain if this seal actually fell into the patient's peritoneal cavity, however, due to fact we have a sentinel event related to this we are filing this report. The device is not being returned to conmed however, a supplemental report will be filed after the quality engineering investigation has been completed.